Event description:
It was reported that the customer experienced a diabetes-related issue, leading to an emergency room visit where they were treated with IV and fluids of saline and insulin. The highest recorded blood glucose level was not specified, but there was no permanent damage reported by the healthcare provider. The customer had moderate ketones that were not considered life-threatening. The customer was released from the ER 4.5 hours later the same day, with the issue resolved and no permanent damage.